Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter came out from the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera head was dirty due to the foreign material adhered to the device. There may be dirt or water stains on the lens, or tiny water droplets may have adhered to the dirt, causing the image to appear blurry. The investigation could not conclusively specify the root cause of the foreign material remained in the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device's camera head was dirty. The issue occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.